Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch therefore, unable to download pump's history and trace files. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube.

Event description:
Information received by medtronic indicated that the insulin pump was broken. The customer stated that the type of damage was crack. No harm requiring medical intervention was reported. The insulin pump returned for analysis.